Manufacturer narrative:
The lot number information was provided. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Received 1 - evergrip 61 open pouch with one set of inserts. During the evaluation, a puncture in the tyvek was confirmed and this condition would make the product unsterile. The puncture appears to be made from the inside outward through the tyvek. The tyvek around the hole has been pushed outward at the puncture site. The puncture is 0.038" long thru the tyvek and the metal mounting pegs on the insert are 0.045" wide, which is within the allowable specification. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Event description:
As reported, the hooks on the insert pierce the package and the device is no longer sterile. It happened in approximately 5 units over a period of 15 days. The devices involved in this complaint come from different packages. The lot number provided corresponds to the unused sample that is being returned, however the pharmacist cannot confirm that the 5 units reported come from the same lot number. According to the pharmacist, the clamps caused the piercing.